Manufacturer narrative:
Device analysis report is attached. This report is submitted on august 24, 2021.

Manufacturer narrative:
This report is submitted on july 27, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to electrode migration / incorrect placement. Patient was not reimplanted with a new device as of the date of this report.